Event description:
It was reported that during central processing , the tip of mega suture cut needle driver instrument broke off. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.215" x 0.114" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The complaint regarding instrument tip broke off was confirmed by failure analysis.